Manufacturer narrative:
(B)(4). Patient information such as gender, dob, weight were requested, however no information has been received. Additional event information has been requested, but no information has been provided. Code-213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
A surgeon reported to gore that a patient had a gore® synecor preperitoneal biomaterial placed during a complex ventral hernia procedure, described as class 2 or class 3 wound. It was reported the device was placed in the retromuscular position. Following removal of the drains, the patient reportedly had a late seroma that subsequently became infected. The surgeon reported the device was removed in order to resolve the infected seroma.